Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer's blood glucose level at the time of the hospitalization was over 600 mg/dl. The current blood glucose level was 175 mg/dl. The customer was treated with a manual injection. The customer had not been using an insulin pump system within 48 hours of the reported high blood glucose event. The customer was advised in the hospital to stop using the insulin pump because it may have malfunctioned. The customer was sick and unable to stand up. The customer experienced symptoms such as vomiting. The customer reported that the insulin pump had an insulin flow blocked alarm and event was resolved by the complete set change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device uploaded properly using carelink. Device had missing display window cover, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, faded end cap address label, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Device was received without the original battery cap. Unable to verify damage to the battery cap. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).